Event description:
As reported by the patient¿s attorney, a solyx sis system, (MFR report #3005099803-2013-14854) and a pinnacle duet pelvic floor repair kit (MFR report #3005099803-2013-15080) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician completed the procedure: dr (B)(6).